Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, a cartridge change was performed to address the issue. Customer¿s blood glucose level was 467 mg/dl.